Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported by a consumer that a female customer visited their office for an allergic reaction "hives on her neck" while using an unknown pen needle. Follow-up conversation with the doctor¿s office revealed the female patient will to go a specialist for allergy testing. There was no further information on whether this was a bd product.